Event description:
In 2007, a pt underwent a MRI with a weighted bag on her groin to help facilitate hemostasis. It was assumed the bag contained sand, but during testing the bag was sucked onto the MRI coil. It was found that the bag contained metal shavings with no labeling to this effect. Diagnosis or reason for use: to facilitate hemostasis.